Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33/prime rewind. Customer's blood glucose was unknown mg/dl. The customer has not been connected to the device for a month. The customer was using a backup pump. Customer stated the drive support cap appears normal. The customer was to discontinue use of the device and revert to a backup plan. The customer was advised the possible cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer also reported that a21 alarm. Customer's blood glucose was unknown mg/dl. The customer was advised to monitor the device. The customer was advised the alarm is normal pump behavior since the battery was out of the pump for a month.

Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test, and was unable to prime during the prime test due to moisture damage inside the force sensor. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip. The pump passed the test. No unexpected error alarm noted during testing.